Manufacturer narrative:
Additional narrative: a review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the investigation has shown that the front part of the returned protection sleeve is indeed badly damaged. Test with a new drill sleeve revealed that the front part of the drill sleeve is getting stuck at the very far end of the protection sleeve. It is clearly evident that some of the teeth are slightly bent inwards, just enough to disallow the passing of the drill sleeve. The review of the production history revealed that this instrument was manufactured in august 2003 according to the specifications. It is clearly visible that this instrument has been in good use over the years. Based on these results it is likely that the cause of failure is not due to any manufacturing non-conformances and it seems likely that exceeding applied mechanical force over the years has resulted in these damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was reaming the canal to put in a femoral nail. The drill sleeve did not correctly fit into the outer sleeve. As the reamer passed over the fracture, it broke into pieces. This was initially identified under image intensifier. The surgeon removed the reaming rod with the attached broken reamer head. There were a few pieces left in the canal as this would mean making another incision in the distal femur and cutting the bone to make a window to try to retrieve the broken pieces. It was also reported that the pieces are sterile and should not present a problem for the patient. There was no report of a surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part# /lot# combination cannot be verified, therefore a review of the device history record could not be completed. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill sleeve did not fit into the outer sleeve correctly. Device was not used in any cases; it was found on inspection of set.